Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and the following information provided by the customer. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Per the user facility they reported the foreign material to be like cotto fabric. Additionally, the customer flushed the nozzle with water and air, and flushed the nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause for the foreign material could not be determined. The instructions for use (IFU) identifies verbiage that could prevent the phenomenon from occurring within "operation manual: 4.2 insertion: air/water feeding and suction: auxiliary water feeding". Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of angulation out of standard was not confirmed. The play of up down knob was out of standard value due to wear of the angle wire. The peeled adhesive on the bending section and no water flow through the auxiliary water channel was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer angulation is out of standard, bending section cover bonding peeled off and the auxiliary tube has been blocked on evis exera iii colonovideoscope. The diagnostic colon screening procedure was inspected prior to use and completed with the same device. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign objects coming out of the distal end due to the clogging of the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.